Manufacturer narrative:
Further analysis was performed on the main printed circuit board assembly (pcba). Visual inspection did not reveal any anomalies. Bench analysis found that after applying localized heat to the pcba the atrial channel began detecting continuous sensed pulses, this confirms the anomaly. After replacing an integrated circuit, the atypical behavior was corrected. Conclusion: the customer reported anomalous behavior was caused by a defective integrated circuit.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the main board was out of specification. The device passed all functional testing. Bench testing revealed that during a long-term test, the atrial channel went low and stayed that way, causing the ventricular channel to also fluctuate. It was further noted that the upper case, lower case and one side bail cover was broken, the battery release o-ring was contaminated, and the battery contacts were compressed. (B)(4).

Event description:
It was reported that while the external pacing generator (epg) was in use the a (atrial) channel output was not working. The epg was tested by the biomed and the same behavior occurred. It was noted when the epg was turned off and on again the a channel output would function but only for a short period of time. It was also reported there was improper pacing and the a channel was intermittent. The epg was replaced and returned. No patient complications have been reported as a result of this event.